Event description:
Clinician reports the device has been implanted for 4 years. Now with battery voltage of 6.25v. The previous follow up showed battery voltage of 619v amd 6.02v. Eri flag now shown tech note of 2000 shows the holter confirguration set at 23 with overwrite on. Tech note of 2003 faxed to physician.